Manufacturer narrative:
Investigation summary: one photo was received from the customer for investigation. The photo shows a syringe in a blister pack. The scale markings are missing from the 15 ¿ 20 ml gradients. The 15ml and 20ml numbers are also illegible. A worn pad and low pressure could potentially result in incomplete printing of the scale. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
Material no.: 302830. Batch no.: 9182412. It was reported that before use of the bd syringe luer-lok¿ tip the markings were faded on the syringes. The following information was provided by the initial reporter: faded markings on the syringe, see pictures attached.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 302830 batch no.: 9182412. It was reported that before use of the bd syringe luer-lok¿ tip the markings were faded on the syringes. The following information was provided by the initial reporter: faded markings on the syringe.